Event description:
Reference manufacturer number: 1627487-2021-01513. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.

Manufacturer narrative:
Eon mini charger model 65-3721 is within CAPA 118058 the eon mini pocket heating CAPA scope. Model 65-3721 is no longer manufactured at plano site and were replaced by low energy charging model 65-3722, 65-3720, and 65-3730. The replacement chargers were designed to include charge cycling, turning the charger on and off to reduce temperature rising on the ipg and charging wand surfaces. All batches were manufactured in 2015, and pcb with previous software design were scrapped in 2018. DHR review of the ipg 3788 found that there were no anomalies for ipg during functional testing and packaging of serial number (B)(6). Refer to CAPA 118058 for details.

Event description:
It was reported that the patient had their charging system replaced with a low energy charging system and the pocket heating while charging resolved.